Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggests that the lv perforation was due to patient and/or procedural factors (device manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve, wire perforation and left ventricle (lv) tear occurred. While positioning a sapien 3 valve on a commander delivery system in the aortic annulus, blood pressure plunged. Once the delivery system was retracted to the aortic arch and percutaneous cardiopulmonary support (pcps) was inserted, bleeding and cardiac tamponade were observed. A thoracotomy was performed and the pcps was exchanged to a cardiopulmonary bypass. The surgeon observed a tear on the apex of the lv wall and a tissue patch was applied for hemostasis. The tavr was resumed and the sapien 3 valve was successfully deployed in the target position. After removal of the safari wire from the lv, surgical hemostasis was performed under cardiac arrest. The patient received at least 10 units of red blood cells. The patient expired within 24 hours. The operator mentioned that the straight wire caused a hole in the lv and the safari wire may have torn the myocardium while advancing the delivery system.